Event description:
Surgeon attempted unsuccessfully to insert iab sheathlessly but catheter wouldn't advance. Decided to use sheath but catheter was difficult to insert through the sheath. Eventually the catheter was passed through the sheath and up to descending thoracic aorta. Attempt was made to initiate iab pumping by pressing start. Iabp gave an "auto fill failure" alarm. Repeat fill attempted with same result. Patient died on (B)(6) 2013 at 23:20. Note: catheter had already been removed from the t-handle some minutes before attempted sheathless insertion. Vacuum held approximately 3 minutes prior to insertion. Alarm sounded - auto failure. Patient injury or death resulting from the event. Updated (B)(4) 2013: for the complaint with regards to the balloon catheter serial no: (B)(4). The customer stated that the patient's death was not as a result of this event. They did insert another balloon (linear) and this was successfully pumping before the patient's death. Note: the patient died on (B)(6) 2013.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior. The sheath and one-way valve were not returned for evaluation. Product evaluation. We are unable to duplicate sheathless insertion. However, a laboratory sheathed insertion test was performed using an 8fr laboratory sheath since the sheath was not returned for evaluation. The technician was able to successfully manually wrap and insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. (B)(4).